Manufacturer narrative:
Returned device was received in decent physical condition but the air detector was broken and the top socket assembly was broken. No evidence of reported problem in event log was found. During the evaluation of the device, the air detector was broken which caused the original complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported the device had "broken air detector sensor". No information on patient involvement.